Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was intermittently unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 220 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.